Event description:
Information was received indicating that the cadd solis hpca pump was over infusing. The issue occurred during use with a patient but there was no patient injury. The pump was exchanged to resume therapy.